Event description:
It was later reported that the manufacturer representative had left the patient another message with no response. It was noted that as soon as the manufacturer representative would provide any additional information as soon as they heard from the patient.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient was extremely non-compliant. It was noted the patient had scheduled and cancelled many appointments.

Event description:
It was reported that there was a shocking or jolting sensation. The patient noted that the implantable neurostimulator (ins) started giving the patient "random shocks powerful enough to make the leg crumble/crumple underneath [the patient].¿ it was noted that the shocking started in (B)(6) 2013 and was not related to position. It was noted that it was ¿completely random and happened frequently.¿ the patient noted that ¿a day did not go by where they did not have two to three shocks.¿ the patient noted that the shocks caused them to fall and ¿seriously injure¿ the hip. It was noted that the patient could not have an MRI due to the ins and ¿the only way could tell if the patient had avascular necrosis was to do hip surgery.¿ the patient stated this caused the hip to deteriorate and ¿at any point the hip could collapse.¿ it was noted that there were no doctors in the patient¿s area to do hip arthroscopy surgery. It was further noted that due to the hip and ¿the fact that they could not use the legs well¿ the patient was lifting something into their house to move it and ¿had to use arms more.¿ it was noted that this caused the shoulder to dislocate. The patient noted that they had two surgeries on the shoulder in 2013. It was noted that the ¿shoulder was injured in direct relationship to the hip injury which was in direct relationship to the ins.¿ the patient stated that they would ¿likely¿ need a third operation on the shoulder, hip operation and ¿at least one to determine what to do with the ins device.¿ the patient stated that the next call would be to a neurosurgeon to discuss options. It was noted that the patient knew the device was ¿defective.¿ the patient stated that when the device was off it still sent shocks. The patient also stated that it was not the surgeon or lead placement but the ¿battery pack and controller that was defective.¿ the patient stated that the shocking was in the left leg which was the location of the chronic pain. The patient was asked when the ins was last on and the patient reasoned that the battery ¿finally died four-six months ago¿ and the patient had not recharged since because they were not willing to ¿put up with the risk of falling.¿ the patient stated that they were in ¿pain all the time due to leg and shoulder and they got ins therapy to get out of pain.¿ the patient noted that the ins helped for a little while and they did get off medication. It was noted that the ins was not on and they did not have medication ¿it made it very difficult for them to work or do anything.¿ it was noted that the patient called the local manufacturer representative and spoke to them on the date of report. The patient asked the manufacturer representative for a recharger and patient programmer because the patient was unable to find their external devices. The patient also asked the manufacturer representative to reprogram the device. It was noted that the manufacturer representative told the patient to acquire equipment and then contact the manufacturer representative. The patient stated that they called the manufacturer representative six months prior to report had not heard back. The patient stated that they had been trying for ¿a little over a year¿ as of the date of this report to get the ¿problem¿ fixed. The patient stated that the doctor that implanted the device was no longer practicing. It was noted that the patient had an appointment with the ¿pcp¿ the day after report and then would get referred to a pain healthcare professional (hcp). The patient wanted a return call from the manufacturer. Additional information was requested but was not available at the date of this report.